Manufacturer narrative:
The reported incident that locking screw anchorage ø3.0mm / l16mm was alleged of issue s-139 (device missing) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided 8 (no device, nor packaging nor foiled were returned). Based on investigation, the root cause was attributed to a user related issue. The failure was most likely caused by a mismanagement from the hospital. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device will not be returned.

Event description:
The customer reported that they opened up a screw packet labelled locking screw and there was no screw in it. Another screw pack was opened.